Manufacturer narrative:
The device was returned missing the o-ring that provides tension on the handle. The device was not adequately inspected prior to use as indicated in the directions for use.

Event description:
Upon removal of a mst capsulorhexis forceps from the eye the head became disengaged from the handle while still in the eye. The surgeon was able to reattach the forceps head to the handle and remove the device from the eye without impact to the pt.